Event description:
Customer reported that she was hospitalized for high blood glucose. Customer stated that she had unexplained high blood glucose for about a week and a half. Customer stated that she was vomiting, light haded, thirsty, weak, disoriented and achy prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.